Event description:
It was reported that the user was off the ilet pump awaiting replacement and sought dosing assistance for backup therapy, with blood glucose measured at 72 mg/dl and later 74 mg/dl. The user was advised on hypoglycemia management and to contact their healthcare provider or nurse hotline for medical guidance. Symptoms included hypoglycemia. Outcomes included temporary interference with usual activities due to the need for urgent glucose monitoring and treatment while off pump. Investigation included complaint handling and user education on hypoglycemia treatment while off therapy. Investigation of this case revealed no device alerts or alarms and no device involvement since the user was not using the pump at the time. It was concluded that hypoglycemia occurred with cause unclear while the user was off the pump and that medical attention should be sought if glucose could not be stabilized. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.